Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not switching on. The blood glucose level was at unknown the time of incident. Customer stated that the putting the batteries but still the insulin pump was not switching on. The insulin pump will be returned for analysis.